Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases fold, wear abrasion, opening curved on posterior, anterior and radius, broken shell on radius and missing shell. Leak test and microscopic analysis was performed which identified: opening crease smooth on radius, striated opening and broken on radius, posterior and anterior, non-penetrating nicks and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening and broken on anterior, posterior and radius assessed as surgical damage consist in the use of some surgical tool. An opening crease smooth on radius assessed as fold flaw opening. Missing shell assessed as inconclusive.

Event description:
Healthcare professional reported left side deflation. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "deflation."

Event description:
Healthcare professional reported left side deflation. The device has been explanted.